Event description:
It was reported that the provider who had a latex allergy stated they were unable to enter a room where a latex foley catheter was being used. They also stated that they were at risk even if it was encased stating latex aerosolizes. Representative said as discussed, the leaching process did not remove 100% of latex proteins so there would still be potential for reaction if staff used these products. An alternative material, such as 100% silicone, would be representative recommendation for use. Provider stated that the hereditary coproporphyria (hcp) had what appeared to be an allergic reaction (itchy throat) when entered the room where the latex foley catheter was in use. The hcp required medication to treat these symptoms.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be operator error/mechanical failure causing improper leaching. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the provider who had a latex allergy stated they were unable to enter a room where a latex foley catheter was being used. They also stated that they were at risk even if it was encased stating latex aerosolizes. Representative said as discussed, the leaching process did not remove 100% of latex proteins so there would still be potential for reaction if staff used these products. An alternative material, such as 100% silicone, would be representative recommendation for use. Provider stated that the hereditary coproporphyria (hcp) had what appeared to be an allergic reaction (itchy throat) when entered the room where the latex foley catheter was in use. The hcp required medication to treat these symptoms.